Manufacturer narrative:
The investigation excluded reagent issues were excluded as there were no further cases and a correct rerun was performed with the same reagent. The field service engineer (fse) readjusted the gear pump pressure and checked all carry-over-related rinse functionalities. The fse confirmed that the assay and module are running back within specifications. The investigation determined that the issue was service maintenance related. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable li lithium results for four samples from three patients tested on the cobas 6000 c 501 module. The reporter was able to provide one example of a discrepant result. The initial result was reported outside of the laboratory. The initial result was 1.39 mmol/l. The repeat result was 0.68 mmol/l. The repeat result was deemed correct.